Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Returned packaging showed scratches and wear. It was determined the damage resulted from multiple handling and transportation where the cardboard carrier containing the blister pack has most likely had a heavy impact and caused the implant inside the blister to agitate against the pouch over time and after excessive agitation, cause the pouch to split, thus compromising the pouch sterile barrier.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
During a procedure, the sterile packaging was noted to be torn. Another device was used to complete the procedure after a delay of 40 minutes.